Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that presented in clinic. Upon investigation, the implantable cardiac monitor was noted 2 atrial fibrillation (af) episodes. Further investigation noted the episodes were not true af and appeared to be post-sensed t-wave oversensing. The device was reprogrammed. The patient was stable.